Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during phacoemulsification of the lens nucleus, a system message displayed and flow was deactivated. In order for flow to re-initiate, the foot pedal has to be released. The case was completed without harm to the patient.